Manufacturer narrative:
No pt info provided for pt 3.

Event description:
Caller states during a correlation study, the following coaguchek xs/lab results were obtained: 2.4 inr/1.9 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller states during a correlation study, the following coaguchek xs/lab results were obtained: 3.1 inr/8.3 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller states during a correlation study, the following coaguchek xs/lab results were obtained: 2.6 inr/2.0 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.